Event description:
It was reported that the atrial lead exhibited a high threshold of 4.0 v, 1 ms and poor sensing. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.